Event description:
It was reported by the customer that the pyxis medstation es system had a power issue, preventing user to turn on the device. The customer stated that there was delay of about 30 minutes to retrieve the required critical medication vasopressin. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, d9, e3, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-nov-2022 to 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had a bad power module and a faulty retractor. Field service engineer replaced the power module, retractor band and reseated the cables. Rebooted the station and ran system diagnostics to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station did not power on due to bad power module. A field service engineer replaced power module and rebooted the station. Checked and found the unregistered drawer 2-1 and replaced retractor band to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a power issue, preventing user to turn on the device. The customer stated that there was delay of about 30 minutes to retrieve the required critical medication vasopressin. There were no adverse events or injuries reported based on this incident.